Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm after starting infusion. There were no occlusions of the fluid path and clamps were all open and slide freely. IV access was good as well. They stated that display only shows "help screen, and unable to move past this". Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If product is returned at a later date, complaint will be reopened and investigation will be completed.